Event description:
Info was rec'd from the pt's attorney indicating that on 08/11/1995, the surgeons performed a nissen fundoplication with gore-tex suture to correct the pt's gastic reflux refractory. During the surgery, the needle and part of the suture broke off inside the pt, were temporarily lost and then were recovered. An additional cannula insert and infusion of additional fluids were required. Post op, the pt developed deep vein thrombosis, pulmonary embolism and two hematomas which were eliminated via laparotomy.